Event description:
It was reported that patient had stopped charging as stimulation was not providing adequate relief. It was found during x-ray that patient had a spinal cord stimulation (scs) lead fractured. The patient underwent a lead replacement procedure. The explanted device was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred eight months ago based on the date the manufacturer became aware of the event.